Event description:
It was reported that approximately two months post implantation of two promus stents in the mid left anterior descending (mlad) artery / ostial first diagonal to the proximal left anterior descending artery (plad), the patient experienced angina and had a positive functional ischemia test. On (B)(6) 2011, the patient was hospitalized. Percutaneous coronary intervention was performed on (B)(6) 2011, resolving the event and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, no pre-dilatation was performed. It should be noted that the promus IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect that occurred periprocedurally. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.